Event description:
It was reported that, during a video gastroplasty procedure the device did not fire. There was no adverse patient consequence.

Manufacturer narrative:
H6 - articulating mechanism. H.3.: evaluation summary: the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received partially fired and with no damage to the spring cartridge lockout. No functional test was performed due to the device condition. The returned device was disassembled to verify the condition of the internal components; three firing trigger teeth were found broken and four articulation gear teeth were found broken.